Manufacturer narrative:
Reported to the FDA on august 2, 2007.

Event description:
Diabetic patient reported to have an infected surgical wound in an unknown anatomical area while using varihesive extra dunn (duoderm extra thin cgf dressing). It is now known whether the infection pre-existed the use of this dressing or the length of time between the appearance of clinical signs of infection and when medical attention was sought.